Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed a battery low, replace batteries soon message appears when trying to charge and t5001 failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller stated they have been having trouble charging their implant and it has progressively gotten worse. Caller stated that they have not been able to charge for the past 3 days, and this morning they saw a message "replace the device batteries soon." Caller added that they finally got connected and had recharging excellent when the call started. Caller stated the charger doesn't seem to find the implant. Caller added that they've reset the controller battery about 7 times to try and get things to work. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on controller connector port pins nor battery compartment pins. Agent had caller blow into controller port; caller stated they blow in the port and on the recharger pins regularly to keep them clean. Caller then mentioned that every time they charge their implant the relay box on the recharger gets really hot, and there have been times where the controller shuts off in the middle of charging even though the controller will have enough battery. The issue was not resolved. Additional information was received from a patient (pt). It was reported that they got the replacement recharger antenna (rtm) and they were still have a range of issues. Pt said all their issues started about 6 months ago. Pt mentioned they had to remove the li battery pack 3-4 times when charging the implantable neurostimulator(ins) every time and pt said the "looking for device" and "checking the recharger" screens would remain displayed for a long period of time. Pt mentioned the relay box was getting really warm when they charge and when the pt moved at all, the charge quality would switch to poor. Pt mentioned they had been trying to charge all day today and the ins had incremented from low to orange, but the ins charge kept cycling between red and orange, but not going up any more. During the call, the ins charge was in the orange and the controller charge was 80%. Ins incremented to 30% and then went back down to orange. Pt said they saw the word recharging but no charge quality. Pt mentioned sometimes, if they moved at all or toggled the cord, the ins would stop charging and the controller would switch to poor recharge quality or just say "finished." No symptoms were reported. The patient (pt) called back stating that they thought something was wrong with the recharger and the controller as there were times when they were trying to recharge their ins and it would take forever. Pt stated that some days it would take six hours to charge the ins to 100%. Pt stated that they would have to recharge the controller and then recharge the ins again. Pt stated that system problem rm06 (77) would appear on the controller as well. Pt stated that the recharger relay box would get extremely warm; pt stated that it might be hot to someone else but sometimes it would get lukewarm and sometimes it was much warmer. Pt stated that they would make sure that they had thin clothing on when recharging the ins but that it felt like the paddle was warmer than usual when recharging the ins. Pt mentioned that the recharger was replaced and that they were on their second controller. Pt stated that they had to take the battery out of the controller every day and leave it out for a good 15-20 minutes before it would even attempt to recharge the ins. Pt confirmed that the controller charged properly from the power supply and that the controller would charge up fully to 100%. Pt stated that they already had the battery pack out of the controller since they were having trouble. Pt stated that they got codes that came up and the controller kept circling and circling on looking for device and "all this crap". Pt stated that most times it was looking for the device and it didn't want to charge the ins. Pt stated that they could just breathe while recharging the ins and the equipment wouldn't recharge the ins anymore and it would go off and they would have to readjust everything again. Pt stated that they had to put the belt on them so tight and the equipment still wouldn't read the ins. No symptoms were reported.